Manufacturer narrative:
A review of the batch records revealed no evidence that non-conforming products were released from this batch. The procedure was successfully completed with no reported complications. The surgeon soaked the implant in a betadine wrap prior to surgery. This complaint is being closed, and is being tracked and trended. This complaint file was reviewed as part of siw complaint file remediation programme and it has been determined that an MDR should be filed.

Event description:
A company representative reported that during a jts extendible distal femoral implant surgery, the component fell out of the bag as the nurse opened it, small pin holes found in plastic on the tip of the stem. The surgeon soaked the implant in betadine wrap prior to surgery.